Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: low output power. Checked turning mirrors all good.